Event description:
The customer reported when the ventilator is powered on only a white screen is displayed on the monitor. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The service manufacturer's technician was able to duplicate the customer reported problem. The service technician reported the ventilator would not fully power up into normal ventilation mode, and the ventilator monitor screen was white. The service technician replaced the vga pcb to correct the problem. Applicable final testing was completed and all tests passed per operating specifications. Failure of the vga pcb board may result in a shut down of the ventilator if it occurs during operation. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate.